Manufacturer narrative:
The complainant's publication is all the details available for analysis and investigation. The product was discarded by the customer and no abiomed personnel were present at the time of support, thus root cause is unable to be determined. The failure mode will be monitored and trended.

Event description:
While conducting a literature review, and abiomed employee discovered a publication of a patient in (B)(6) who diagnosed as covid 19+ while hospitalized for his angina and myocardial infarction (ami). During his hospitalization and treatment for his ami he had an impella cp placed for care escalation. While on impella cp and ECMO support, patient experienced signs of hemolysis which prompted the team to explant the impella. No further details regarding the hemolysis while on impella support are known. At the time of the support, in july 2020, abiomed field personnel were not present for case support due to covid restrictions. If attempted troubleshooting of the impella and/or ECMO was attempted is unknown.